Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation. There was no harm or injury reported. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation. The device was powered on and operated, as it should, and no significant event in the error log was confirmed. No repair performed due to the device not needed for inventory. The unit was scrapped.